Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer reported an open book image. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. A review of the pump history file reveals during march 2024 the pump experienced four (4) pump error 63 alarms due to a problem with the twi interface or with ad5161 chip, listed below: (B)(6) 2024 15:42:41 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. (B)(6) 2024 06:54:59 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. (B)(6) 2024 12:01:22 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. (B)(6) 2024 13:24:56 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. Further review reveals the main error log and detailed trace files also show that on (B)(6) 2023 07:12 there were three (3) sequential critical error handling pump error 63 (line number 147 file number 2017) alarms. The first error occurrence and sequential reboots catch the exact same error and brings the pump to "open book" screen. Pump error 63 alarm is due to a problem with the twi interface or with ad5161 chip. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and inside the battery tube. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error 63 alarms are confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.